Event description:
The pt presented with a left hemispheric stroke due to an occlusion in the left internal carotid artery (ica) high up in the skull. Angioplasty was performed and the subject device was placed from the proximal middle cerebral artery (mca) m1 segment to the c5 segment or genu of the ica without issue. Following the removal of the delivery system, angiography demonstrated "excellent luminal expansion". However, there was some residual stenosis in the petrous segment and 50% stenosis in the m1 segment. Angioplasty was performed to treat the stenosis in the petrous segment. The proximal markers were noted to be widely spaced and less than 20% residual stenosis remained on angiography. As the guidewire was being removed it was noted that the proximal markers moved from the c5 segment to the petrous segment, approximately 20mm. Angiography demonstrated stable luminal caliber throughout the ica with improved flow through the posterior aspect of the mca. There was no clinical consequence to the pt due to the apparent break in the proximal section of the device and the pt was discharged to a rehabilitation center two days later.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specs. The device remains implanted and was not available for eval. Add'l info was rec'd from the user facility. There was no residual stenosis within the proximal stented region, the vessel diameter at this region was 5mm. The physician's opinion is that the angioplasty performed following the stent placement may have damaged the stent. Angiography taken following the angioplasty did not reveal any issue with the stent. Then as the guidewire was removed, the curve placed on the tip to facilitate movement caught in the stent resulting in the observed movement of the proximal section. A definitive cause for the stent break can not be determined. There is no indication of any misuse or user mishandling of the device. Based on the info provided that the post placement angioplasty may have damaged the stent, a root cause of operational context was assigned as this is considered procedural in nature.